Event description:
A healthcare professional reported that nm-f3716 lot#9000617 implant lacked primary stability on tooth #13. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has cardiac problems, afib. The device was forwarded to the manufacturer. No other medical issues were reported.